Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the alarm is not working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: one continuous positive airway pressure (CPAP) device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt however, the device was received with the top housing cracked at the top right, the front panel was damaged, all small knobs are cracked, the input manifold was loose on the bottom chassis, and the input/output label was damaged. The rotary flow valve knob bounced back. Error codes from the event history log (ehl) are not available. After the device was powered on with the customer battery, the reported issue was confirmed, there was no power to the electronic alarm system. The root cause of the reported issue is attributed to customer impact to the positive and negative tabs in the battery compartment which had been flattened causing a disconnect with the battery. The electrical chassis was replaced in order to correct the issue. A CAPA was created in order to address the reported issue which is ongoing. No previous service history was found. The manufacturing device history record (DHR) is not relevant to the investigation due to the age of the device. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Correction: model number: p310nus.